Event description:
Caller reported experiencing alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the cartridge only and then resumed insulin. No additional actions were taken as the matter was closed by cts.